Manufacturer narrative:
Product analysis: the valve remains implanted. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no evidence to suggest that the cause of the atrial fibrillation was related to a failure of the device to meet specification. The IFU lists cardiac dysrhythmias as an adverse event potentially associated with the use of bioprosthetic heart valves. (B)(6). (B)(4).

Event description:
Medtronic received information that five days post implant of this bioprosthetic valve, the patient experienced rapid atrial fibrillation (af) that was not converted with medications. The patient was electrically cardioverted to sinus rhythm and remains in good condition following the procedure. During the af episode, the patient experienced complete av block. This converted to normal sinus rhythm when the af was converted and no permanent pacemaker was implanted.